Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® blood transfer device holder with female luer adapter leaked blood during collection. The following information was provided by the initial reporter: customer informed that there was leakage of blood in the moment of blood culture collection. The institution collects the patient blood in the syringe and transfers to the bactec bottle of blood culture with the btd (blood transfer device). At the time of transfer the patient blood sample occurred the leak between the transparent adapter and the luer adapter device (red color). The extravasation occurred in the ICU. Professional when carrying out the collection of blood culture, patient (B)(6) (record: (B)(4)), at the moment of transferring the sample there was blood leakage with the transfer. There was sneezed of biological sample in the professional neck (intact skin). Collaborator was wearing glasses, a glove and a mask. Consumer informed by e-mail: the lot was not identified. There was no damage to the professional. As it is a biological sample, they followed the flow of accident with biological with collection of exams of the patient. The administration of prophylactic drugs was not necessary since the source patient was known and exams were performed.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® blood transfer device holder with female luer adapter leaked blood during collection. The following information was provided by the initial reporter: customer informed that there was leakage of blood in the moment of blood culture collection. The institution collects the patient blood in the syringe and transfers to the bactec bottle of blood culture with the btd (blood transfer device). At the time of transfer the patient blood sample occurred the leak between the transparent adapter and the luer adapter device (red color). The extravasation occurred in the ICU. Professional when carrying out the collection of blood culture, patient rsf (record: (B)(4)), at the moment of transferring the sample there was blood leakage with the transfer. There was sneezed of biological sample in the professional neck (intact skin). Collaborator was wearing glasses, a glove and a mask. Consumer informed by e-mail: the lot was not identified. There was no damage to the professional. As it is a biological sample, they followed the flow of accident with biological with collection of exams of the patient. The administration of prophylactic drugs was not necessary since the source patient was known and exams were performed.